Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 42 mg/dl, and the meter bg reading was 400 mg/dl. Reportedly, due to the inaccuracy, the customer's bg level rose above 400 mg/dl and the customer subsequently went to the emergency room (ER). While in the ER, the customer received intravenous saline and insulin to address the bg and also received medication for nausea. The customer was released (B)(6) 2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.